Event description:
The event is reported as: complaint alleges: during patient use the stapler did not deliver the staples correctly, because the handle is not in the axis. No patient injury/consequence reported. Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.